Event description:
It was reported that the user received a restart alert indicating consecutive stalled motor events on the ilet and, after attempting a restart, was advised to perform a dry run and replace all supplies; due to limited dexterity and lack of caregiver availability, the user disconnected from the ilet and transitioned to backup therapy. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of device therapy and use of alternative therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a motor stall error consistent with an insulin delivery mechanism stall, with no confirmed hardware failure due to lack of device evaluation. It was concluded that the event involved an insulin delivery interruption with user-directed mitigation through supply change and dry run to be completed with caregiver assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.